Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in warm up. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, signal loss was found in connection to the reported allegation. The reported event of the device stuck in warm up is reportable based on the finding of signal loss. No injury or medical intervention was reported.